Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer removed the touchscreen and keyboard from the top of the unit, opened the top cover, and inspected the top back and lower back of the cabinet. All drawers were illuminated and appeared to be operating correctly. The fse closed the back of the medbank, focused on the communication sled, and replaced the comm sled; however, the drawers were still not communicating. The fse then powered off the device, reopened the top cover, and replaced the smaller communication sled board. After powering the unit back on, the boards were illuminated properly, and the top cover and all in one unit were reinstalled. The fse dialed into the device to complete the repair. Drawer addresses were corrected, and firmware was updated. All drawers began functioning correctly, and the customer dialed in and tested all drawers successfully. During the repair, the fse also discovered that cubies in drawers 7 and 9 were popped up and not seated properly; both contained controlled medications. Drawer 7 had incorrect medication loaded in the slot, and drawer 9 had a 1×2 medication incorrectly loaded in position a6, with the pocket placed across slots 7 and 8. During the repair, the fse also discovered that cubies in drawers 7 and 9 were popped up and not seated properly; both contained controlled medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were constantly offline. The customer stated that this malfunction affected the dispensing workflow. There were no adverse events or injuries reported based on this event.